Event description:
New information states that due to patient's age and health issues. The device was reprogrammed and would be followed in clinic.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net, during transmission noise was noted on the right ventricular lead. The patient would be monitored. No intervention had been reported.